Event description:
It was reported that the cannula was bent, but the insulin pump did not alarm no delivery, and the customer ended in the hospital with high blood glucose of 600mg/dl. It was stated that the customer slept all day long, wanted to go the doctor, and started vomiting at the office. The caller stated that the customer had moderate ketones, blood in the urine, and he almost had a cardiac arrest. The customer's blood glucose reading was treated with an insulin drip. During the call, the caller stated that the insulin pump and the meter were not communicating. Further testing could not be performed as customer did not have the device or the blood glucose meter at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.